Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient experienced an adverse event of ventricular tachycardia with a possible relationship to the pump. According to the notes, the patient had impella-induced ventricular tachycardia, and the impella was showing signs of suck down. The pump setting was changed from p4 to p2. The patient received an amiodarone bolus and drip, which was later discontinued by the team. Additionally, the patient was given calcium chloride and a bolus of fluid.